Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone number: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of a canceled procedure.

Event description:
It was reported to boston scientific corporation that a spybasket was used in pancreatic duct during a cholangioscopy procedure on (B)(6) 2025. During the procedure, the patient was sedated, and the spybasket was inserted into the working channel but could not be advanced. The scope was removed from the pancreatic duct, and it was impossible to retrieve the basket. The procedure was not successfully completed due to the prolonged examination time. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a spybasket was used in pancreatic duct during a cholangioscopy procedure on (B)(6) 2025. During the procedure, the patient was sedated, and the spybasket was inserted into the working channel but could not be advanced. The scope was removed from the pancreatic duct, and it was impossible to retrieve the basket. The procedure was not successfully completed due to the prolonged examination time. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone number: (B)(6). Block h2: correction. Correction to the initial reporter phone number. Block h6: imdrf impact code f1001 captures the reportable event of a canceled procedure. Block h11: investigation results the spybasket was returned for analysis. The device was returned with the sheath bent. However, during functional test it was possible to introduce and retrieve the device from a spyscope ds ii. Based on the available information, the investigation findings were it is not possible to determine whether the device used during the procedure (scv-p-02g) had any damage or restriction that wouldn't have allowed the spybasket to pass through the working channel. In addition, the sheath was observed bent, most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damage encountered in the device. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.